Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. D14834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("very mood"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced headache ("headaches"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016 . At the time of the report, the pelvic pain, mood altered, migraine, headache, nausea, fatigue, menorrhagia, vaginal haemorrhage, back pain and abdominal pain outcome was unknown and the genital haemorrhage and dysmenorrhoea was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: essure device appears in satisfactory position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. D14834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("very mood"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced headache ("headaches"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, migraine, headache, nausea, fatigue, menorrhagia, vaginal haemorrhage, back pain and abdominal pain outcome was unknown and the genital haemorrhage and dysmenorrhoea was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: essure device appears in satisfactory position. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- lot number were added. New events very mood, migraine, headaches, nausea, fatigue, dysmenorrhea (cramping), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bleeding, abdominal pain, back pain were added. Event injury updated to pelvic pain. New reporter, patient information, lab data were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.